Event description:
The customer reported to olympus that during the procedure while using the xenon light source, an error code e103 message came up. The customer reported that they do not use an olympus bulb in the evis exera and have not for the last year. Customer switched out to a new light bulb and still no change in the error code reading. The surgeon was able to complete the procedure, with an error code a83 message displayed. When the customer turned the unit back on, it went immediately to "standby,¿ and then only the backup light was on, therefore no main light source. When the customer then switched to an olympus bulb and turned the system back on, the exact same errors occurred. It did not matter what bulb was placed in the unit. As mentioned, the surgeon was able to complete his day of procedures with the same device. The same errors occurred the next day, and the customer reported being unable to cancel. On monday, the unit was replaced and sent to olympus for repair. The customer did not know the name of the non-olympus bulb, but it is in the unit. There were no reports of patient harm associated with this event. Related patient identifier: (B)(6) (addresses the next-day procedure).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. New information has been added to the following fields: b3, b5, d8, d10, h6, and h10. Correction: d8 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is presumed that the malfunctions were caused by the use of non-olympus lamps. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿[warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Unit goes into standby when turning on, main light remined off. Unit has non olympus lamp, version 1.02. Evaluation found that there was an error code displayed and the unit went into standby when powered on. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the light source, the main lamp did not ignite and there was an error code displayed. The issue was discovered during a procedure. There was no patient harm associated with the device.